Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The blank screen was verified. The cause was determined to be a failed liquid crystal display, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. There was no patient involvement associated with this event. No additional information is available.